Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving an unknown medication at an unknown concentration and unknown dose via an implantable pump for familial spastic paraparesis and intractable spasticity. It was reported that on (B)(6) 2017 during a routine pump replacement surgery, aspiration of the patient¿s catheter was attempted. It was discovered that the patient¿s catheter was unable to be aspirated intra-operatively. The catheter incision was opened and explored. The catheter was found to have been pulled down and coiled where it appeared to no longer be in the intrathecal space according to the managing doctor and neurosurgeon. Surgical intervention occurred; the catheter was then explanted and replaced, after which the surgeon was able to aspirate 2 ¿ 4 cc of cerebrospinal fluid (csf) via the catheter access port (cap) of the newly implanted pump. The explanted catheter was not returned to the manufacturer as it was discarded by the customer. There were no known external factors that may have led or contributed to the issue and the date the catheter pulled down and became coiled was unknown. There were no patient symptoms reported. The issue was resolved at the time of this report and the patient¿s status was stated as ¿alive ¿ no injury.¿ the patient¿s medical history was asked but was not made available. The patient¿s concomitant medications were asked but were unable to be obtained by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.